Manufacturer narrative:
Investigation summary: two photos received by our quality team for investigation. Upon visual evaluation, white particles can be observed on the surface of the injector hub, therefore the incident is confirmed. A device history review was performed for lot 2203304, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Retained samples from the same lot and thirty from other phaseal optima products were used for further evaluation. The product was inspected and no particulates were observed in any of the injectors. Sterilization tests were performed and the results were within specifications. Additionally, the product was sent for characterization testing and the particles were identified to consist of tyvek paper which is used in the packaging of this product. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. A review of the manufacturing records established that all cleaning of the packaging lines was performed in accordance with procedure. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, if the containers are wiped with alcohol and depending on the force exerted on the container, particles appear as the force increases. If wiping was performed without using alcohol, these particles did not appear. We are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported while using bd phaseal¿ optima injector n35-o foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: foreign particle contamination of phaseal optima injector.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ optima injector n35-o foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: foreign particle contamination of phaseal optima injector.